Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: unit will not boot up, stuck on splash screen, red light flashing and beeping.